Event description:
It was reported that an innova 3100 system was down, not available for use at a hosp, and may have been a factor in a pt death. The unavailability of the system required the transfer of a pt to another hosp. The pt did not survive.

Manufacturer narrative:
This incident is still under investigation.